Event description:
It was reported "touchscreen does not always react to touch". There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.